Manufacturer narrative:
Information was forwarded from (B)(6), which markets the devices in the u.s. The manufacturer did not receive explanted devices or x-rays for review. The surgery report has been provided. It confirms aseptic loosening of the acetabular cup and lack of bone ingrowth. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in (B)(6) 2008 . Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).

Event description:
It is reported that the patient underwent left total hip arthroplasty on (B)(6) 2006. It is also reported that post op, the patient experienced pain. Surgical revision was conducted on (B)(6) 2011. No bony ingrowth onto the cup was observed.